Event description:
It was reported that the patient experienced syncope. It was reported that the right ventricular (rv) lead exhibited undersensing with inappropriate sensing, oversensing and loss of capture. It was also reported that the right atrial (ra) lead exhibited noise. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg, implant date: (B)(6) 2023 correction: h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope. It was reported that the right ventricular (rv) lead exhibited undersensing with inappropriate sensing, oversensing and loss of capture. It was also reported that the right atrial (ra) lead exhibited noise. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg, implant date: (B)(6) 2023, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope. It was reported that the right ventricular (rv) lead exhibited undersensing with inappropriate pacing, oversensing and loss of capture. It was also reported that the right atrial (ra) lead exhibited noise. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 right ventricular (rv) lead oversensing event is a duplicate of FDA report number 2649622-2023-32415. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope. It was reported that the right ventricular (rv) lead exhibited undersensing with inappropriate pacing, and loss of capture. It was also reported that the right atrial (ra) lead exhibited noise. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been 27-jun-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.